Manufacturer narrative:
(B)(4). Date sent: 01/14/2016. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips and one clip with gap. Upon testing, no excessive force was noted while activating the trigger. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap sigmoidectomy, the clip stuck to the one side of the jaws. Also, the grasping force was higher than expected. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.